Manufacturer narrative:
The device was returned to neurotherm and thoroughly evaluated. The company performed testing on the device and found that it meets all operating specifications and parameters, and functions normally. There is no evidence indicating that the device malfunctioned in any way. Based on this eval, it is probable that the experience with the device may have resulted from some type of user error, such as improper placement of electrodes.

Event description:
Pt complained of muscle twitching in his back during the course of a radio frequency (rf) neuro-ablation procedure. Treatment was stopped, and the electrodes were checked to ensure they were correctly positioned. Treatment was then reinitiated and completed. In the recovery room the pt complained of considerable pain in the treatment region of his back.